Event description:
The patient received 50 ml with 5,000 units of herapin in less than one hour. The imed pump was set for 1 ml/hr. When invesstigated, an extra piece of tubing, approximately 1 cm, was found attached to that which was the camber. The pump was dtested and did not malfunction with another IV set, the pump was tested and did not malfunction with another IV set. With the defective set, the pump went into free flow mode. The lot was pulled and returned to the compant. The patient did not suffer anyu ill effects. The heparin drip was held for four hoursdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: manufacturing, tubing. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.